Event description:
Unomedical reference number (B)(4) event occurred in the united kingdom. It was reported that the patient encountered high blood glucose level of 25.9 mmol/l and was in hospital for one week. Patient's current blood glucose value (at time of call) was 26.3 mmol/l. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6)